Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluations. The failure analysis results are as follows. Failure analysis was not able to reproduce the reported complaint with the endoscope controller (ec). The ec was installed into an in-house test system for 2 hours and no issues were reported. Failure analysis was able to reproduce the reported complaint with the video slice (vsl) board. The board was installed into an in-house test system and the right eye on the high resolution stereo viewer was black. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the right eye was out on the surgeon side console (ssc). The customer power cycled the system and the circuit breakers. The system powered and homed but then faulted with errors 45308 and 48257. The customer was able to switch between left and right eye on the vision side cart (vsc) touchscreen. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to remove instruments, cycle the system power and ssc circuit breaker but the issue persisted. There was no report of patient harm, adverse outcome or injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr stated that the ssc never had both eyes working. Since the vsc touchscreen had no issue, the customer made the assumption the ssc would have no issue. The surgeon realized there was an issue when he sat at the ssc and noted the right eye was out. The surgeon made the decision to proceed as is and completed the procedure robotically with vision in one eye. An isi field service engineer (fse ) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the video slice (vsl) board and the endoscope controller.